Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin irritation at abutment site and subsequently was treated with oral and topical antibiotics and a steroid injection (date not reported). The implanted device remains.